Manufacturer narrative:
Three caregivers were reportedly transferring a pt during the alleged incident. No pt weight was provided. The lift has been in service for nearly 6 years with no prior issues. The user allegedly sustained minor bruises that required no medical treatment. The three caregivers sustained alleged injuries. Details of caregivers alleged injuries are unknown. Nature of complaint suggests a potential transfer error. Device service and maintenance history is unknown. MDR filed based on alleged injuries to the caregivers.

Event description:
The customer allegedly sustained minor injuries when the bolt sheared off the lift, causing the boom to twist inwards and the lift collapsed. The three caregivers that were assisting the consumer allegedly sustained minor injuries when they attempted to stop the consumer from falling.